Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 5.2, lab: 8.2. These were taken within 1 hour of each other. Pt is not on heparin or lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo-hyperthyroidism and is not taking any antibiotics. Pt does not have lupus or aps.